Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2020 with an unknown blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Customer was using auto mode of insulin pump. Customer was treated with glucagon with manuals. The insulin pump will not be returned for analysis.